Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: please clarify, was the device which had the anvil that could not be properly set to the housing fired on the patient? --- no, another device was used for the patient. If the device was fired on the patient, please answer the questions below: --- na. Where within the gap setting scale was the orange indicator prior to firing? --- na. What confirmation was received that the device was fully fired? --- na. Did the device staple? --- na. Was the staple line complete? --- na. What was the shape of the staples (b-formation, irregular, legs straight)? --- na. Did the device cut? --- na. Was the cut line fully circumferential around the target tissue? --- na. If the device fully cut, were all tissue layers present in both donuts when inspected? --- na. What was the appearance of the donuts? --- na. What is the patients current status? --- na.

Event description:
It was reported that during a lap low anterior resection, the anvil and the housing could not be set properly. The device was used on the rectum. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Only the anvil of the device was returned for analysis; therefore, the specific batch number is unknown. A lot number was provided. Lot #: m4hm8v, batch #: m5416p, manufactured date: 06/06/2015, product exp. Date: 05/06/2020. Batch #: m54127, manufactured date: 06/05/2015, product exp. Date: 05/05/2020. Batch #: m5415m, manufactured date: 06/05/2015, product exp. Date: 05/05/2020. The analysis results found that the cdh29a anvil arrived in good visual condition with the breakaway washer was present and uncut. The anvil was attached on a test device completely and without any difficulties. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.